Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No additional information has been received. If additional information is received, a supplemental report will be filed.

Event description:
Edwards received communication from a hospital inquiring where a patient&#38112;edwards device was implanted and what the size was. Upon follow-up it was reported that the leaflets of the aortic pericardial valve with an implant duration of six (6) years and ten (10) months are re-stenosed and they are considering a valve-in-valve procedure. At this time, there is no procedure scheduled, and no patient records have been provided.